Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The westmed respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen tubing is not changed out on a regular basis or as indicated on the packaging sores or irritations may result. Based on the information above, a report of irritation/sensitivity/sores is reportable as pressure ulcers were reported in the complaint/risk analysis. Complaint history for this part number was reviewed for the last 24 months. No similar complaints have been reported and this issue does not appear to be trending at this time, but will continue to be monitored. Prolonged use can cause irritation or sores due to friction. Skin fixation products are available to prevent the cannula from shifting and rubbing on the patient's skin. This would alleviate the problem. Customer follow up explaining the possible solutions to this issue was performed via email. Ra: this failure mode (r13), patient develops skin pressure ulcer or rash due to long term cannula usage, is identified on the risk analysis file (RMA-20017a) for oxygen cannulas. The severity of harm for this failure mode is considered an extreme (7) risk and does not meet the risk threshold for carb review (8).

Event description:
Am a wound care nurse at (B)(6) hospital in ann arbor, where we utilize your oxygen tubing. I wanted to reach out after a patient developed a pressure ulcer behind their ear related to the oxygen tubing usage. There have been a few accounts of nurses stating that with prolonged use of the oxygen tubing, the tubing can begin to harden. I was wondering if you have had any other feedback about that happening over time, and if your company has a recommended time of use for they oxygen tubing before changing it out. We currently do not have any sort of length of usage policy in place.

Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The westmed respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen tubing is not changed out on a regular basis or as indicated on the packaging sores or irritations may result. Based on the information above, a report of irritation/sensitivity/sores is reportable as pressure ulcers were reported in the complaint/risk analysis.

Event description:
Am a wound care nurse at (B)(6) hospital in (B)(6), where we utilize your oxygen tubing. I wanted to reach out after a patient developed a pressure ulcer behind their ear related to the oxygen tubing usage. There have been a few accounts of nurses stating that with prolonged use of the oxygen tubing, the tubing can begin to harden. I was wondering if you have had any other feedback about that happening over time, and if your company has a recommended time of use for they oxygen tubing before changing it out. We currently do not have any sort of length of usage policy in place.